Event description:
Boston scientific received information that during a device check, the implantable cardioverter defibrillator (ICD) exhibited two messages. One indicating a shorted lead condition and the second indicating a chargetime out. Technical services discussed the device may not be able to deliver subsequent shocks if a shock was attempt through a shorted lead. An invasive procedure was performed. The device was successfully explanted and replaced. This implantable defibrillation lead was surgically abandoned and successfully replaced. No additionl adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.